Manufacturer narrative:
T: connect evaluation: tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) on (B)(6) 2021 due to a blood glucose (bg) level of 30 mg/dl. Cause was unknown. Customer attempted to self-treat by consuming carbohydrates. During ER stay, the customer was treated with intravenous fluids of saline, glucose, and supplements which reportedly resolved the issues. Customer was released from the ER same day with no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended.